Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a dexcom app crash occurred. Off-label/misuse statement. Data was evaluated and the allegation was confirmed. The probable cause was determined, to be the mobile device updated its operating system. Which closed the app. No injury or medical intervention was reported.